Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system had an issue when user dispensed, other meds were being linked to dispense. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 1 similar complaints with the same failure mode for this serial number. ¿ case: (B)(6) ¿ medstation is pulling multiple meds. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue when user dispensed, other meds were being linked to dispense. A technical support specialist mentioned if the user presses list selections or remove selections, med b will not actually appear to be removed. The issue was only on the medication list where med b is incorrectly highlighted. The system does not have med b selected so it will not be removed incorrectly. Also, the technical support specialist has re-synchronized the station to resolve the issue. The system functioned as intended after a troubleshot by technical support specialist.